Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported the pump gave multiple "replace battery" alarms despite the patient replacing the battery several times. There was no damage or corrosion seen on the pump compartment and the battery cap was secure and tight. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were multiple "replace battery" alarms observed in the pump history associated with low voltage. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A "replace battery" alarm was reproduced during testing and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 24 hours with no alarms or power issues occurring. Investigation concluded that use error caused or contributed to the reported incident. There were no pump defects found on investigation.